Event description:
Caregiver noticed that the lower right leg and right foot of the pt was red. There was a bair hugger on the bed with the hose facing the right foot, but it was off. As times goes by at night the caregiver noticed a blister forming and the pt started complaining of pain in right foot. Pt had no pulse in right foot post surgery. Suspected cause of blister was bair hugger user error. It was suspected that either; bair hugger was used to blow hot air directly on pt's foot without the bear hugger blanket. Bair hugger user manuals had warnings concerning use without a blanket and use with a blanket on pts with poor perfusion.